Event description:
This report is being filed to submit the results of engineering analysis of the clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description submitted initially for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a spike in right ventricular (rv) impedance to a high, out-of-range value. Other swings in impedance were noted, the values were not reproducible. A boston scientific technical services (ts) consultant discussed potential causes. The decision was made to monitor the system. This device remains in service.